Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a abdominal aortic aneurysm interventional procedure. Reportedly, exchange sheath splitting had started, but just after splitting began it stopped and could not be completed. The safety release was activated and the device was removed successfully. Manual arterial compression was applied to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed, with no missing components. The thumb advancer/delivery tube had been retracted from the original partially distally deployed position and presented damaged garage tube leaves. The sheath was severed just distal of the exchange system hub and the severed portion was not returned. Further inspection of the flex guide confirmed the shaft carving, originating on the proximal end of the flex guide. The detected shaft carving confirms the reported event of an inability to complete thumb advancer deployment/sheath splitting. The remaining portion of the sheath was slit and presented damaged consistent with shaft carving. Internal device inspection did not detect any anomaly. Shaft carving may be caused by, but is not limited to, manufacturing, operator technique or anatomical/patient conditions. During manufacturing the lot is visually examined for undamaged flex guides, proper manufacture and deployment capability of the thumb advancer and clip delivery tubeset. Additionally, functional and destructively testing are conducted to assure proper device function. Anatomically any feature within the body may interfere with unrestricted placement and deployment of the device may cause or contribute to shaft carving. The detected flex-guide/shaft carving and the resulting component damage appeared consistent with a failure to maintain the alignment of the clip delivery components while the thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guides outer nylon material, damaging the delivery tube. In this case, also damaging the exchange sheath, preventing continued thumb advancer deployment. The starclose se instructions for use states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. The probable cause for the detected shaft carving is related to the operational context in the use of the device. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database revealed no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.